Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7045m-90, lot# 2628161, mfd. 02/02/2018, exp. 2022-02-02, gtin (B)(4). 2nd (second): ifuse-3d implant, p/n 7040m-90, lot# 2628151, mfd. 02/02/2018, exp. 2023-02-02, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2628151, mfd. 02/02/2018, exp. 2023-02-02, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had si joint pain relief for a year before complaining of a recurrence of si joint pain symptoms. The surgeon determined non-union of the si joint and decided to remove all three implants and replace them with larger implants. The surgeon did not indicate that any of the preexisting implants were loose or malpositioned. In (B)(6) 2019, the surgeon removed the implants with chisels and replaced them with larger implant of the same type. The status of the patient following the revision procedure is not known.